Event description:
As reported, on (B)(6) 2025, the patient underwent a tapp procedure to treat a right inguinal hernia using a 3dmax mid mesh. At three weeks post-operation, the patient developed pain at the surgical site and fever, requiring readmission. Mesh infection was noted and the mesh was explanted on (B)(6) 2025.

Manufacturer narrative:
As alleged, following implantation of the 3dmax mid mesh, the patient experienced pain and fever and was subsequently diagnosed with a mesh infection, requiring explantation of the mesh. Postoperative infection is a clinically understood potential complication of surgery/use of the device. The instructions-for-use provided with the device, identifies infection as a possible complication and states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." The degree to which the implant used to treat the patient, may have caused or contributed to the patient¿s postoperative course is unknown. A review of the manufacturing records confirmed that the lot was manufactured according to specifications. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.